Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpackaging/removal from the dispenser hoop and/or during preparation for use inadvertent mishandling caused the distal sheath to slightly retract from the base of the tip and prematurely partially deployed the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left iliac artery with no calcification, no tortuosity and 80% stenosis. The 7x60 mm absolute pro self expanding stent system (sess) was being loaded onto the guide wire when it was noted that the stent was partially exposed (not flowered). The device was not used and a new stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.